Manufacturer narrative:
Note: product reference: 4436946 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record file number: 37029673 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in may 2024. Summary of investigation: no sample/picture of the met defect, no bacteria identification were returned for investigation. Root cause: the received elements do not allow to precisely identify the origin of the infection detected 18 days after the implantation. The protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Conclusion: the performed investigations reveal that: the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. No other complaint was reported on this access port batch. The global complaint rate for infection on celsite access ports is very low (B)(4). No actions plan is foreseen at this time.

Event description:
After breast surgery, the patient received infusion port and accessories for chemotherapy. On (B)(6) 2024, the patient was discharged after routine maintenance of infusion port. On (B)(6), the patient developed pain around the base of infusion port and pipeline tunnel without any inducement. On (B)(6), the patient came to the hospital due to local swelling and heat pain. After admission, anti-infective treatment was performed followed by port removal. Port removal was performed after anti-infective treatment.